Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and alarmed failed battery test twice. Customer was assisted with failed battery test troubleshooting. The customer's blood glucose level was 72mg/dl at the time of the incident. Customer stated that the battery spring was not stable and loose. Customer stated that the battery cap contacts were not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.